Event description:
In 2008, the lay user/ patient's mother contacted lifescan (lfs) alleging that the display on the one touch ultrasmart meter was cloudy. The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the reporter by phone. The patient's mother reported that the alleged issue occurred on the morning of twendays earlier, after she accidentally wiped the subject meter's display with an alcohol pad. It is unknown if the patient discontinued testing as a result of the issue; however, the patient's mother claimed that the patient took 2 additional units of novolog insulin (from 4-6) as a result of this issue 2 days after the issue began. Approximately 1 week after the alleged issue began; the reporter stated that the patient developed symptoms of dizziness, dry mouth, and thirst. The reporter denied that the patient received medical intervention. Replacement products were sent to the patient. This complaint is being reported because the reporter claims that the patient developed symptoms suggestive of hyperglycemia after the alleged display issue began.

Manufacturer narrative:
(Test strip lot#) not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.